Manufacturer narrative:
This is a cancellation report .the file has been reassessed as not reportable as the investigation has been concluded and it has been determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The overall risk of the failure mode assigned after the investigation is low risk, no patient injury occurred and there is no malfunction precedence for the reported event. 510 k # : k160229. Device evaluation: 1 unit of lot c1591294 of echo-hd-22-ebus-p was returned opened not in its original packaging. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07 april 2020. The returned device lab findings and observations can be referred through the attached files. A proximal kink below the sheath extender was observed. The stylet was unable to pass the proximal kink. Clarification was requested as follows; how far was the stylet removed when advancing into the target site? Reply was received as follows; I regret, this information is not available ( it was noted in the answers to the additional questions that the stylet was partially removed when advancing into the target site, however this would not cause the kink below the sheath extender. (B)(4) will investigate the stylet being partially removed when advancing into the target site as it is a user error. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p of lot number c1591294 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1591294. The notes section of the instructions for use, ifu00560-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-4) which will be investigated under (B)(4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to observed needle kinking below the sheath extender which led to stylet retraction and insertion difficulties reported. This kink may have occurred due to excessive force on attachment to scope. The lab notes detailed that the kink may have been due to transport returns as the user indicated no visible kink in answers to the additional questions. However, the proximal kink observed in the lab would not have been visible to the user as the sheath adjuster was not pulled back which can be seen in the decon photos. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a cancellation report .the file has been reassessed as not reportable as the investigation has been concluded and it has been determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ the stylet could not moved forward on the second insertion of the needle. "As per complaint form": customer had difficulties removing the stylet in the first time, then it was impossible to insert stylet back inside.

Manufacturer narrative:
510k #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stylet could not moved forward on the second insertion of the needle. "As per complaint form": customer had difficulties removing the stylet in the first time, then it was impossible to insert stylet back inside.